Event description:
Customer reported an unexpected negative reaction for antibody screen using the galileo. They are validating their instrument and running antibody positive patient samples; one sample gave negative results . The sample was tested by manual capture-r, which demonstrated 3+ reactivity.. The customer also ran a ab_ID assay and the antibody was identified as anti-e.

Manufacturer narrative:
Customer returned 2 samples from the patient for testing. 2_cell testing was performed on an in-house galileo using retention capture-r ready-screen (I and ii), lot x209 and capture-r indicator red cells, lot 221075. Both samples were nonreactive with both cells. The presence of the e antigen was confirmed on retention capture-r ready-screen (I and ii), lot x209. Manual testing was performed with the customer's patient samples , using retention capture-r ready-screen (I and ii), lot x209. Both samples were nonreactive with both cells. Hemagglutination tube testing was performed with the samples usingpanoscreen I, ii, and iii, lot 37195; peg was used as potentiator. +w to 1+s reactivity was observed at the antiglobuin phase with e+ reagent red cells; all e- cells were nonreactive. Hemagglutination tube testing was performed with the samples using retention panoscreen I, ii, and iii, lot 37195; immuadd was used as potentiator. Very weak positive reactivity was observed microscopically in both samples at the antiglobulin phse with cell I (r1r1). All other testing was negative. The event appears to be related to the nature of the sample.